Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and tissue injury were unable to be determined. The reported worsening tr is a cascading event of the reported slda and tissue injury. The reported dyspnea was a cascading event of the reported worsening tr. The reported patient effects of tricuspid regurgitation, tissue injury, and dyspnea, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2023, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3 and post radiation. One clip was implanted, reducing tr to a grade of <1. On an unknown date, echocardiogram showed the implanted clip had detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing tr to increase. On (B)(6) 2024, a surgical procedure was performed. Tissue damage was observed on the anterior leaflet.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.